Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery cap is stripped and it does not come off with quarter or flathead screw driver remove. The customer¿s blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to faulty mother board. Unable to perform the operating currents measurement, self test and displacement test due to blank display anomaly. Pump had stripped battery cap coin slot, cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.